Manufacturer narrative:
Based on the initial escalation analysis, it was observed that the system asserted the hypo alert upon completion of the calibration entry at 7:31 am cet on october 23 2021. Per the analysis, the sensor performance deviated from the expected behavior and an RMA was authorized to further investigation. Based on the RMA investigation performed as part of inv-0078 complaint (B)(4), it was observed that due to loss in chemical performance, the sensor performance deviated from the expected behavior. User self treated and did not require any medical attention or intervention.

Event description:
On october 26th 2021,senseonics was made aware of an adverse event where user experienced hypoglycemia due to inaccuracies in sensor readings.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.